Manufacturer narrative:
(B)(4). Product returned on (B)(4) 2015, but evaluation is in process.

Manufacturer narrative:
(B)(4). Most likely underlying root cause of malfunction user has high glucose value. Investigation completed and product evaluated with no defects found.

Event description:
Consumer complaint of hi blood glucose results. Expected fasting blood glucose test result range is 110 to 150 mg/dl. Customer feels well and observed no symptoms. Medical intervention is not required at the time of the call on (B)(6) 2015. Back to back blood test performed fasting during call on (B)(6) 2015 produced results of 300 mg/dl and 111mg/dl. Verified storage of product is within instructed specification. Test strip lot manufacturer's expiration date is 07/31/2017 and open vial date is 04/18/2015. Recall test results performed from meter memory: (B)(6). Adverse event not reported.

Event description:
Consumer complaint of hi blood glucose results. Expected fasting blood glucose test result range is 110 to 150 mg/dl. Customer feels well and observed no symptoms. Medical intervention is not required at the time of the call on (B)(6) 2015. Back to back blood test performed fasting during call on (B)(6) 2015 produced results of 300 mg/dl and 111mg/dl. Verified storage of product is within instructed specification. Test strip lot manufacturer's expiration date is 07/31/2017 and open vial date is (B)(6) 2015. Recall test results performed from meter memory: see scanned table. Adverse event not reported.